Event description:
It was reported "printer not working". Additional informations states that the iabp console was swapped out to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "printer not working". Additional informations states that the iabp console was swapped out to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The customer pictures were reviewed. The first picture shows the pump strip where the pump triggered off the ECG and not picking up a good reading. The second and third pictures show the printer icon does not appear on the touchscreen and the hard key printer icon is dark, which is consistent with the event details. Also, the second and third pictures show the pump triggered off the ECG and not picking up a good reading. The fourth picture shows the pump triggered off the ECG signal with a normal reading. According to the field service management database (fsm), no service updates have been received. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "printer not working" is confirmed based on the pictures provided. The pictures show the printer icon does not appear on the touchscreen and the hard key printer icon is dark. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the inoperative printer function. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.